Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, diltation was performed without difficulty and the catheter was retracted without any noted resistance. During post-dilatation angiography, two balloon markers were noted close to the introducer sheath. The balloon catheter was examined and it was noted the proximal portion of the sheath and the balloon were not attached. The sheath was removed and the last part of the balloon was inside the sheath.